Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s6; cat # 5536b600; lot # ctd69463. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Pt. Called and reported that; they had a total knee replacement two years ago on their right knee. They had a revision this year for chronic pain and instability. The stryker implants were removed during the revision and replaced with a competitor product. Pt. Was informed that their stryker implant had been recalled.